Event description:
Unit had been on pt for 2 days, when it shutdown without any alarm. Customer tried recycling power, however, the unit shutdown again.

Manufacturer narrative:
The technician found no error logs or error codes. The unit was upgraded to cs300 on (B) (6)2008. It was tested to factory specification. It functioned normally and was returned to the customer.